Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the surgeon has requested a custom device for revision surgery as a result of infection.

Manufacturer narrative:
The device was implanted for over 20 months. The revision device was dispatched to the healthcare facility on 12jul17. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and/or additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. Corrected data - custom smiles distal femur corrected to custom distal femur. Device not returned.

Event description:
It was reported that the surgeon has requested a custom device for revision surgery as a result of infection.